Event description:
The customer reported that the pod was "hard to fill" with insulin. Despite this, he proceeded to apply device. The pod was kept on his body (the duration of wear was not provided); he "removed it early" when he checked his bg's and noticed that he was high (303 mg/dl). The pod was discarded and will therefore, not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned so no evaluation is possible. The customer reported that he experienced resistance when trying to fill the pod with insulin. This condition is indicative of probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in the report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.